Event description:
On (B)(6) 2025, hcp reported that the patient experienced thread protrusion 1 week after insertion. An email was sent to the hcp to gather additional information. On (B)(6) 2025, a phone call was made to the hcp to gather additional information with no response. Another follow-up email was sent to the hcp with no response. On (B)(6) 2025, a 2nd follow-up email was sent to the hcp. On (B)(6) 2025, hcp replied to the email providing the information requested. Hcp reported that the pdo threads were implanted on (B)(6)2024 and were extracted on (B)(6)2025. According to the hcp, the patient's skin has healed as per the patient's follow up visit on (B)(6) 2025. Hcp has stated the patient has another area of concern that will need a follow-up and has requested medical advice from the medical director. On (B)(6) 2025, medical advice was provided by the medical director which will be forwarded to the hcp. This is an ongoing investigation. Additional information will be provided if and when it is available. Update: on (B)(6) 2025, the hcp had requested additional information for training which they were guided to contact the sales representative. On (B)(6) 2025, a follow-up email was sent to the hcp to inquire about the status of the patient. On (B)(6), 2025, a phone call was made to the hcp to inquire about the status of the patient. On (B)(6) 2025, the hcp returned the phone call and stated that the patient was doing perfectly fine and that no further follow-up would be needed. Hcp has been informed that the case is now closed.

Event description:
On (B)(6) 2025, hcp reported that the patient experienced thread protrusion 1 week after insertion. An email was sent to the hcp to gather additional information. On (B)(6) 2025, a phone call was made to the hcp to gather additional information with no response. Another follow-up email was sent to the hcp with no response. On (B)(6) 2025, a 2nd follow-up email was sent to the hcp. On (B)(6) 2025, hcp replied to the email providing the information requested. Hcp reported that the pdo threads were implanted on (B)(6) 2024 and were extracted on (B)(6) 2025. According to the hcp, the patient's skin has healed as per the patient's follow up visit on (B)(6) 2025. Hcp has stated the patient has another area of concern that will need a follow-up and has requested medical advice from the medical director. On (B)(6) 2025, medical advice was provided by the medical director which will be forwarded to the hcp. This is an ongoing investigation. Additional information will be provided if and when it is available.